Event description:
A clip was found broken when the user attempted to load it during a surgery. Therefore, a new cartridge was opened instead to complete the procedure.

Manufacturer narrative:
(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with only a broken pierced boss half remaining. The hook half of the clip was returned loose. The cartridge and clip were visually examined with and without magnification. Visual examination revealed that the clip was broken in half at the hinge. The sample appeared used as there was biological material on the clip. There was also significant damage on the returned hook half towards the outer hinge. There appeared to be material removed from the hinge. R & d engineering was consulted for this complaint issue. According to r & d the observed damage to the broken clip is consistent with improper loading of the clip. The damage from where the clip material was removed appeared to indicate that the appliers were inappropriately used when attempting to load the clip. It is also possible that the end user was using misaligned or damaged appliers. The appliers were not returned. Dimensional inspection was not required as a part of this complaint investigation. Functional inspection could not be performed due to the condition of the returned sample. Additional testing was not required as a part of this complaint investigation. The device history review for the product hemolok ml clips 6/cart 84/box lot# 73c2000158 investigation did not show issues related to complaint. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that unintentional user error caused or contributed to this event. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. The cartridge was returned with one clip half remaining and the other clip half was returned loose. There was significant damage on the returned hook half towards the outer hinge as there appeared to be material removed from the hinge. R & d was consulted for this complaint and it was determined that the observed damage is consistent with improper loading of the clip. The damage from where the clip material was removed appeared to indicate that the appliers were inappropriately used when attempting to load the clip. It is also possible that the end user was using misaligned or damaged appliers. It is unknown how the returned clip was handled during use. The appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
A clip was found broken when the user attempted to load it during a surgery. Therefore, a new cartridge was opened instead to complete the procedure.